Event description:
The customer reported that the save button was not working and when the system was rebooted, the system would not boot up. There was no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The gpos and the backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service.